Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving effective stimulation on her bilateral low back and left leg. As a result, the patient underwent surgical intervention to have their scs system replaced. Effective therapy was restored post operatively.